Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during a system error 2240 in dwell stage (1/4), where the home patient stated the clamp was left open on an unspecified line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell one of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, an open clamp was observed. There was no patient injury or medical intervention in association with this report. No additional information is available.